Event description:
It was reported that, when surgeon commenced drilling during a tka surgery, the drill bit long 4.5mm qc broke. Incident occurred inside patient, and the broken piece was retrieved. Surgery was resumed, with a non significant delay, using a s+n back-up device. Patient was not harmed beyond the issue reported. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, damage from misuse, excessive cleaning or rough handling are likely probable causes of the reported event. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: additional information in d9. H3, h6. The associated device was returned and evaluated. A visual inspection of the returned device confirms the device fractured into two pieces. Both pieces were returned. The device shows signs of extreme wear and use. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This is a single use device, damage from misuse, excessive cleaning or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.